Event description:
It was reported that the patient presented after syncopal event at home and 1 low flow alarm was noted. Log files were submitted for review. The log file captures low flow events on 01may2024. There were also several low flow flags which did not appear to persist long enough to trigger a low flow alarm. These occurred at times when the pi was elevated. There did not appear to be any mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) issue. The low flow alarms were caused by the hypovolemia and the patient was hypovolemic due to a gastrointestinal (gi) bleed. An upper endoscopy was done and bleeding was confirmed. They received 2 units of packed red blood cells (prbcs), argon plasma, two hemostatic clips, and 1l fluid bolus. The low flow alarms resolved with improved volume status. The patient was stable, bleeding resolved, and they were discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Evaluation of the submitted log files confirmed the reported low flow alarms on (B)(6) 2024. The account reported that the cause of the low flow alarms was determined to be hypovolemia, and the patient was determined to be hypovolemic due to the gastrointestinal bleeding. Additionally, it was reported that the low flow alarms resolved with improvement of volume status. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. No further information was provided. The manufacturer is closing the file on this event.